Event description:
It was reported that a patient underwent a breast augmentation surgery with unspecified mentor gel breast implants. Post-operatively, the patient experienced bilateral rupture of her prostheses, which was confirmed via magnetic resonance imaging. As a result, the patient is scheduled for removal surgery on (B)(6) 2024. Several follow-ups have been conducted, and no additional information has been received. If more information becomes available, mentor will submit a supplemental report accordingly. This report is for the right implant. Refer to manufacturing report number 1645337-2024-00675 for the contralateral event.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Date of explant: (B)(6) 2024. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On february 26, 2024, mentor received additional information. The patient underwent bilateral replacement with 600cc mentor memorygel breast implants. On february 27, 2024, mentor received the device for evaluation. On march 03, 2024, mentor completed a visual inspection of the returned device. Device evaluation summary: visual analysis of the returned sample revealed that the breast implant was found to be ruptured. Additionally, shell abrasion was observed on the edges of the rupture. The evaluation determined that the possible cause of the rupture was consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On january 17, 2024, mentor became aware that an error was submitted in the initial report. A manufacturing record evaluation (mre) could not be performed, as no lot number was provided. Manufacturer¿s reference number: (B)(4) in the initial report, h10 additional manufacturer narrative should have been populated with the following statement: since no lot number was provided, no manufacturing record evaluation could be performed.

Manufacturer narrative:
On february 08, 2024, mentor received additional information. Patient age, ethnicity, and race were added. The device identity was updated with the following information: brand name: mentor memorygel breast implant lot: 5763540 catalog: 3506001bc expiration date: 7/28/2012 UDI:(B)(4). Device manufacture date: 7/30/2007. A discrepancy was observed when the information reported included a date of implantation that occurred prior to the manufacturing date of the breast implant. The date of implantation was provided as an estimate. Follow-ups are being performed to clarify this discrepancy. If additional information is received, a supplemental report will be submitted. Mentor evaluated a photo of the explanted device. Photo evaluation summary: upon visual evaluation of the image provided in the complaint, the implant was observed severely ruptured. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Manufacturer¿s reference number: (B)(4).